Event description:
The customer reported that their device was no longer able to recognize the connection of the therapy cable assembly. The device was however able to recognize the connection of the hard paddles assembly. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the cable connector, designator j13 from the therapy connector assembly, was not connected properly to its corresponding connector on the therapy pcb assembly. After reseating the connection, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.